Event description:
A distributor in south africa reported that the peak inspiratory pressure knob and max pressure relief knob of an rd900aeu neopuff infant resuscitator was not rotating smoothly during acceptance checks. It was further reported that nine other units were affected.

Manufacturer narrative:
(B)(4). Method: the subject devices, rd900aeu neopuff infant resuscitators were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and videography provided by the distributor, and our knowledge of the product. Results: evaluation of the videography revealed that the peak inspiratory pressure and maximum pressure relief knobs were having some resistance when adjusting the pressures at around 5 to 10cmh2o. Conclusion: based on previous investigations, the most likely cause to the reported fault is that the valve thread start position knocks the thread stop one revolution before its intended rotation, resulting in some resistance at the low pressure settings, as described by the distributor. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".